Event description:
Staff reported that when attempting to use the automated impella controller for educational purposes, it was found that the purge disc retainer was broken on the console. A backup controller was used. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.